Manufacturer narrative:
The device was returned to the manufacturer and is pending evaluation. A supplemental report will be submitted upon completion of this activity. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320; 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / pages 48; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
The patient reported that the he tried to get the pod inserted into skin and the pod never did. The pink slide moved forward but the cannula was not visible. No changes in blood glucose levels. The pod was not worn.

Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data returned an 0x1c alarm, indicating that the device reached the 80-hour expiry time. The device functioned as intended and alerted the user of the expiration. Inspection of the needle mechanism assembly found no evidence that would result in the cannula not deploying; a root cause for the reported event could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.